Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the infusion set tubing is detached from connector and blood glucose level is high. No further information available.